Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. On the same day as event onset, the patient was treated with vancomycin (2g, three doses intraperitoneally, every third day), rocephin (1g per day intraperitoneally for 14 days) and with diflucan (200mg, orally) and then diflucan (100mg per day for seven days, route not reported) for the peritonitis event. At the time of this report, the patient had recovered from the event. Dianeal therapy was ongoing. Though a breach was not reported, the patient's residential facility staff was retrained on proper aseptic technique. No additional information is available.